Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the monitor would not power up. Upon investigation u604, an integrated xscale regulator, lacked an output voltage at pin 11. The cause of the monitor not powering up was the defective u604. The root cause for the defective output at pin 11 on u604 was unable to be positively determined. No adverse event resulted from the defective u604. The patient received a replacement monitor.

Event description:
The nurse of a (B)(6) year old male patient contacted zoll customer support to report that the patient's monitor would not power up. The patient was issued a replacement monitor.